Event description:
It was reported that on june 21, 2021, a second fred (ref MFR report#: 2032493-2021-00346) of the same size was placed in the same location where the first fred had been placed (ref this MFR report#: 2032493-2021-00235). On july 15, 2021 one of the two medications, aspirin and prasugrel, was suspended (unknown which) and occlusion was confirmed on the same day. Thrombectomy was performed on the occlusion and recanalization was achieved. The patient resumed taking three medications (aspirin, prasugrel and cilostazol). Final value were aru 527 and pru 220.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Post procedural images were not provided. Therefore, the reported event could not be confirmed. The instructions for use (IFU) identifies aneurysm rupture as a potential complication associated with use of the device.

Event description:
It was reported that on (B)(6) 2021 a fred stent was successfully implanted to treat a basilar artery aneurysm without issues. On (B)(6) 2021, the aneurysm ruptured while the patient was being observed. The patient's condition was stable with medication management. No additional treatment was applied at that time. An additional implantation of a stent in the same site is under consideration after the acute phase of the rupture had ended. No serious patient injury was reported.